Event description:
It was reported that venflon pro 20ga 1.1mm od 32mm l india port cap was missing. The following information was provided by the initial reporter: 1 packed piece of venflon pro 22g was found without the pink colored cap.

Manufacturer narrative:
H6: investigation summary: no samples or photographs were received from the customer, .bd bawal has retention samples and the retention samples of 0.0038941 of venflon pro 22ga were used to simulate the reported defect and investigate the complaint. There is a 100%online check for colored cap during assembly. The probable root cause of the missing colored cap, after investigating the process controls of assembly process and packaging process could be due to misalignment of the machine. The exact root cause is not identified as no photograph or sample available to investigate the reported defect. The defect is not confirmed as there is no sample or photograph available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that venflon pro 20ga 1.1mm od 32mm l india port cap was missing. The following information was provided by the initial reporter: 1 packed piece of venflon pro 22g was found without the pink colored cap.